Event description:
Customer reported malfunction code on mobi pump, identified as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information, assisted with resetting the pump, and instructed customer to call back if the issue reoccurred. Customer acknowledged instruction and continued to use the pump without further issues.